Event description:
It was reported that the device was showing force sensor test error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right plunger case was found cracked. Force sensor test error was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be the force sensor being out of calibration. Actions were taken to mitigate the reported issue: performed force sensor calibration and maintenance. A corrective and preventative action has been opened to address the reported issue.